Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call.

Event description:
The customer reported that the 9600 system lost live images prior to a case. No pt injury was reported.